Event description:
Pt had indwelling foley catheter that drained only 50 ml in 8 hours. Catheter flushed easily at 1600 hours. Pt continued to have decreased urinary output. Lasix given at 1728 and total urine output in 2 hours of 1250 ml.